Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures(variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly. No unexpected error message alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer's blood glucose level was unknown. Customer was unsure of what number for pump error but happened again. Customer was advised to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.